Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says that their ins was replaced with a competitor's ins in 2022, and when asked for the reason, and when the problem started pt said "because it wasn't working very well so they replaced the battery and this whole time I thought it was working but the whole left side of the paddle is out, the dr is not getting nothing on the left side, but the right side she does". They said the hcp is going to replace the paddle lead but doesn't know what type of paddle lead it is. Reviewed lead model name, model, and serial number. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (B)(6); product type: 0200-lead; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported their device(s) were removed on (B)(6) 2025, event date of issue unknown. Patient reported the cause of the "not working as well" was "the paddle was completely gone" and when the agent asked, patient clarified the paddle "failed." Agent attempted to clarify further but patient was uncertain, but indicated the hcp would/could have information. The issue is now resolved, and the device status is unknown by the patient.